Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Broken pieces of tampon inside vagina [foreign body in reproductive tract]. Broken strings. Pieces of tampon fallen off [device breakage]. Consumer sent e-mail stating that with her last 2 boxes, the tampons had broken strings after insertion and pieces of tampons had fallen off. She had to retrieve the broken pieces. No serious injury was reported.